Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the introducer exhibited difficulty in insertion and flow obstruction which caused air embolism in the patient. No additional intervention was performed, and the procedure was completed eventually using a new introducer. Patient condition was stable throughout.